Event description:
Boston scientific received info that after one month of implant, the right ventricular lead displayed a decrease in r wave measurements and an increase in threshold measurements. The lead impedance measurement was normal. A technical service consultant was contacted and suspected a lead microdislodgement. The area representative reported that a lead dislodgement was not confirmed. During the follow-up visit, the patient was in a sinus rhythm of 100 and no adverse patient effects were reported. This lead has been explanted and returned.